Event description:
It was reported to philips that the device's ECG cables failed. There was no patient involvement. An authorized support engineer was dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty trunk cable. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the trunk cable. The defective part was replaced from fdny parts to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's ECG cables failed. There was no patient involvement.